Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found display of error code e486 due to failure of motherboard. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator displayed e486 in error log. The issue occurred inspection of the device for use before patient in a room. There were no reports of patient harm.